Event description:
A customer contacted beckman coulter inc., (bec) and reported fluid leak (10-20ml) in center of the coulter lh 750 hematology analyzer, just to right of probe. The leak was not contained within the instrument. The operator was wearing personal protective equipment (ppe) consisting of a lab coat, gloves, and glasses. There was no exposure to mucous membranes or open wounds. No medical attention was sought. The customer cleaned the spill with paper towels and 10% bleach solution. The material safety data sheet (msds) was reviewed. There is an exposure/risk management plan available at the facility. The leak did not affect patient results. There was no death, injury or an effect to patient treatment.

Manufacturer narrative:
There was no service dispatched for this event. The customer was able to replace the leaky tubing at the top of the white blood cell (wbc) bath. The specific tubing is unknown. The customer did not call back with any further issues. The source of the leak is attributed to the leaking tubing at the top of the wbc bath. (B)(4).